Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by depuy mitek or its employees that the report constitutes an admission that the device, depuy mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. UDI: (B)(4). The lot number was unknown; therefore, the expiration date, manufacturing site name and device manufacture date were unknown. Reporter is a j&j employee. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported by the affiliate in japan that during a rotator cuff repair procedure on (B)(6) 2022, it was observed that the tip half on the vapr tripolar90 suction electrode device was missing near the end of the synovectomy. According to the report, the broken fragment was found behind subscapular muscle and removed. It was confirmed that there was no broken fragment left in the patient¿s body. The operation time must have been prolonged, but the sales rep has not heard the details.the surgery was completed successfully and there was no harm to the patient. The device was brand new and the first use when the issue occurred. No additional information was provided.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by depuy mitek or its employees that the report constitutes an admission that the device, depuy mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H6: the actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by depuy mitek or its employees that the report constitutes an admission that the device, depuy mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Investigation summary : the device was received and evaluated. Visual inspection revealed that the electrode is in normal use condition. The cable was cut by the customer. The suction tube shows saline residues. The active plate is detached from the electrode's tip. The device will be sent to the manufacturer for further analysis. Manufacturer evaluation result for vapr tripolar 90 suction elect: the device has not been returned in its original packaging. The device is in a used condition. The active tip is broken at the midpoint of the tip face. The fractured section was not returned with the device. Tissue debris visible underneath the active tip. The shaft of the device is in good condition and not deformed in any way. No electrical tests performed due to the condition of device. No functional test performed due to the condition of device. Manufacturer summary: from our initial investigation we were able to confirm the customer reported problem where a section of the active tip is missing but we have been unable to determine a definitive root cause at this stage therefore further investigation will be required. A CAPA was raised previously for a similar failure mode where the root cause of the CAPA concluded that two potential failure modes abusive load (adhesive is present) and insufficient adhesive at shot point one during the manufacturing process. All corrective and preventative actions from were implemented by the end of may 20219 to minimize the risk of the glue not being dispensed into the ceramic. The customers device was manufactured in feb 2022 based on the two lot numbers advised u2202020 or u2202024 which is post CAPA corrective actions. A second CAPA has already been initiated to investigate this failure mode further from a previous complaint on march 2021 and identify any potential preventative /corrective actions. This complaint has been reviewed by the second CAPA investigation owner who has confirmed the defect seen in this complaint evaluation is the same and will be added to this second CAPA which is currently in the root cause phase with a target date of the end of feb 2023. The failure mode has been reviewed against the systems risk assessment document, the highest identified risk within (B)(4) for failure modes that are equivalent to the reported complaint failure mode is a section of device breaks during use and falls within patient. Non-routine intervention required to retrieve components. All broken components retrieved, line 480 applies. Resulting in a hazardous situation of soft tissue damage and an outcome (s) / harm being an unplanned procedure performed on patient due to complication (during current procedure). The severity risk category is ¿serious¿- unplanned procedure performed on patient due to complication (during current procedure). For this scenario a pre mitigation risk of grid 14 and a post mitigation risk of grid 14 are stated, which is ¿serious¿ and ¿probable¿ and rated as low as reasonably achievable (alra) ¿ class 1. In the last 12 months a total (B)(4) individual tripolar electrodes were shipped. A review of our complaint records over the last 12 months to assess the frequency of this failure mode shows this defect where the active tip has detached to be of low occurrence with three reported failures including this complaint. Therefore, the severity and frequency ((B)(4)) are as anticipated in the risk documentation and remain as alra. A CAPA has been initiated to investigate this issue further in an effort to determine root cause and identify any potential corrective actions. A DHR review has been performed for both advised lots u2202020 or u2202024; no issues (ncrs or deviations) with the manufacturing process have been indicated. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to monitor additional complaint information for potential safety signals through complaint trending as part of post market surveillance.